Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing pain in his inguinal canal due to the migration of the balloon into the scrotum. The patient was following up with his physician.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing pain in his inguinal canal due to the migration of the balloon into the scrotum. The patient was following up with his physician.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month there was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.